Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported that on (B)(6) 2024, a patient cultured positive with an extended-spectrum beta-lactamase-positive klebsiella pneumoniae in the blood culture one day post-endoscopic retrograde cholangiopancreatography (ercp) using the subject device. On (B)(6) 2024, it turned out that this klebsiella was closely related (0 allele difference) with a klebsiella from a patient who was scanned with the same device on (B)(6) 2024. The patients have no links in the hospital and also came from other regions. The tip of the endoscope was cultured and the customer was waiting for the result. In the meantime, a total of 10 patients have been marked to be contacted for cultures. Microbiologically, the customer have had no previous problem with the device in question. Additional details about the event have been requested; however, no further information is received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation and review of reprocessing steps. Additionally, to provide information received through follow up (b5 and b6) and to provide an update to (d8). The lm reviewed the reprocessing steps provided by the user, where the following deviations were identified: pre-cleaning was not performed properly. No proper flushing of the working channel. Manual cleaning was slightly different than instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, differences in device handling practices were noted between the user and the recommendation by olympus. Deviations from the instruction for use were identified, suggesting that the subject device may have not been properly reprocessed. Therefore, a connection between the reported event and the subject device is undeniable. The event can be detected/prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." - reprocessing manual chapter 5 ¿reprocess the endoscope (and related reprocessing accessories)¿ and section 5.5, ¿manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer: the scope has remained out of circulation and was viewed using a 'spy scope'. It was reported that during inspection of the canals, an area approximately 6 cm from the tip was noted, showing discoloration and thickening. Additionally, black discoloration was observed at the tip of the scope near the canal entrance. Further, cultures have been obtained with solution containing tween- 80 (polysorbate).